Event description:
It was reported that patient lost therapeutic effect. Patient's right side was "good", but left side was not working at all. Patient tried increasing stimulation, but was not receiving any therapy. Medtronic representative "got it working for a few moments, but then it stopped." Additional information received reported no stimulation sensation in left leg when stimulation was turned on. After implant, patient felt stimulation for "a couple of minutes" and then stopped. Patient met with medtronic representative after implant and felt stimulation for a couple of minutes and stopped again. Medtronic representative turned up program 2 (for left side) from 5.0v to 6.3v and patient was feeling stimulation. Patient did not have this symptom before replacement of implantable neurostimulator (ins). No fall or trauma related with the symptom was reported. Combination 1,2 and 0,2 was only providing stimulation inside the leg and no outside. Patient was feeling stimulation in the appropriate location at 5.5v with 2 and 3. Therapy impedances were 390 and 721. Impedances were low (less than 50 ohms) on combinations 0-1, 0-3 and 1-3. Electrode impedance for 10 - 11 was 566. In addition, an elective replacement indicator (eri) message was displayed when checking ins with programmer (8840). Ins battery was 2.65v on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated the short in the system was causing a battery drain. The device was programmed around the short. It was noted that it was unknown where the short in the system was. Patient was feeling stimulation on both extremities and that it was covering her painful areas. No decision regarding next steps was made at the time of this report.

Event description:
Additional information indicated the system had been explanted and replaced due to a lack of effective stimulation coverage and to out of range impedances on 2 electrodes. No patient injury was reported.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3 708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3487a-33, lot# j0417601v, implanted: (B)(6) 2004. Product type: lead: product ID 3487a-33, lot# j0417601v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: extension. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: extension. Product ID 3487a-33, lot# j0417601v, implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: lead. Product ID 3487a-33, lot# j0417601v, implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: lead.